Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. During testing of the returned sample, the product was found to leak at the top of the drip chamber subassembly. Visual examination of the leaking area observed delaminating at the drip chamber cap bonding joint. The defect observed is consistent with uneven solvent application. A visual aid was since implemented to heighten awareness of the reported issue during the manufacturing process. The manufacturing procedure was modified, to standardize the solvent application technique during the dipping operation, in order to reduce variation and achieve a more robust and consistent method.

Event description:
Fluid warming infusion sets reported a leak at the drip chamber where blood was infused to a pt. No pt injury or adverse event was reported.